Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient (pt) received a message on their external equipment about a month ago in december 2020.  Understood as end of service (eos) message. Pt representative claims that the pt's ins reached end of battery life due to normal battery depletion and would like ins to be explanted. The patient was redirected to their healthcare provider (hcp) to further address the issue. Emailing physician listings to pt rep for them to get in contact with regarding pt's ins. No symptoms/patient complications reported.